Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery pack could no longer hold a sufficient charge and the battery charger circuit board was defective. Both were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 displayed a "charger failed" error upon initialization, preventing the system from operating. There was no adverse pt involvement reported. There was no pt info reported.